Event description:
It was reported that a patient sustained a blister on his right elbow after being scanned for a hip exam with a signa excite 1.5t mr system. Based on hospital follow up with a patient warming questionnaire the patient was positioned with his arms at this sides, and no pads were used between the patient and the bore due to the patient size or to prevent skin to skin contact and looping. At the end of the exam redness was observed on the patient elbow. The following day the patient reported blisters. The patient had an area of redness 3 inches by 3 inches with 2 blisters 4cm x 4cm. The patient was treated with antibiotic cream and sterile wrap.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the blisters. The system was determined to be functioning within specifications. Per the mr safety guide (B)(4). Place appropriate non-conductive padding between the patient and the bore wherever a portion of the body may come into contact with the magnet opening. The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of patient warming. The cause of the injury was user error since no recommended ge healthcare pads were used and there was skin to skin contact and looping during the exam. No further actions are planned at this time.